Event description:
It was reported that flow was lowed in arctic sun device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
This supplemental MDR is being submitted to capture additional information from follow up and the investigation details. There was no patient involvement. A review of the risk document was performed for the investigation. The reported event is addressed, and based on this review, the risk acceptable; therefore, this event is not reportable. The reported issue was confirmed. The root cause identified is a failed flowmeter. The device was evaluated upon receipt. Error 75 observed. Replaced flowmeter. The leak from drain port was observed. Manifold harness also contributed to flow issue. Replaced drain valves, manifold harness. Unit was evaluated for functionality. Arctic sun passed all tests successfully and unit is ready to be back in service. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that flow was low. Per sample evaluation results on (B)(6) 2025, there was leak from drain port was observed. Manifold harness also had issue that required replacement. Alarm 75 due to low flow, caused by failed flow meter and failed manifold harness.